Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, a (B)(6) female patient's infusion set's tubing detached/broken at site connector. At the time of the event, her blood glucose level was between high 200's and mid 300 mg/dl over all four events and the infusion set had been used for one day for all the events. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.